Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced diabetic ketoacidosis and high blood glucose (bg) over 600mg/dl due to non-tandem continuous glucose monitor not providing readings. A manual injection was administered to treat bg level. Tandem technical support advised the customer to contact a healthcare provider regarding diabetes management.